Event description:
It was reported that the patient experienced chest pain and fatigue. It was further reported that the right ventricular (rv) lead exhibited short v-v intervals and the right atrial (ra) lead exhibited intermittent oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.